Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A lot based evaluation is currently in progress. Upon completion, a follow-up medwatch will be filed. (B)(4).

Event description:
It is reported that a consumer did not use the required lens cup with the solution and experienced burning and stinging sensation in the eye. Additional information received from the eye care professional (ecp) on (B)(6) 2014 via and adverse event form stating that the patient was diagnosed with a chemical burn and superficial punctate keratitis (spk) in the right eye. The patient experienced severe pain/ discomfort, severe redness, and watery discharge. The patient presented with mild corneal staining covering grater than 50 percent of the corneal surface. The patient was given artificial tears preservative free eye drops twice a day, and told to discontinue contact lens wear. The patient has not resumed lens wear at this time due to the spk and conjunctival injection. Additional information received from the ecp office on (B)(6) 2014 stating that the patient has resolved and has an annual exam on (B)(6) 2014. No further information was provided.